Event description:
During procedure, the lead was connected to the device and noise with no pacing was observed. Another lead was used to complete the procedure successfully. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿no pacing from proximal 4 and mid 3 electrode¿ and noise were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.